Manufacturer narrative:
Concomitant medical product : 5086mri-58 lead implanted: (B)(6) 2014; product event summary : the proximal portion of the lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to out of range pacing and high voltage defibrillation impedances and non-sustained high rate episodes. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.